Event description:
It was reported after inserting the dilator into the sheath of the radialsource introducer, the dilator tip (3 mm long) broke off. A new sheath was used.

Manufacturer narrative:
Na